Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in clinic for f/u. The pulse generator exhibited backup vvi operation. The device was electively explanted and replaced on (B)(6) 2012 due to normal eri.